Manufacturer narrative:
The product was not returned for investigation. Data logs show several "impella position in ventricle" alarms with a drop in pump flow while running on p9 at the time of the reported event of low flow. After repositioning the pump, there were several suction and impella position unknown alarms reported only during impella was set above p2. According to clinical information, the pump was mispositioned during the transfer and heart-warming procedure, resulting in reported low pump flow. The root cause of the positioning issue was related to the usage, based on the provided clinical details. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the impella cp pump had reduced flows during patient support. It was noted that there was atrial impediment due to a cardiac tamponade. Repositioning was performed each time the flow levels dropped. Support continued with the implanted pump despite the noted issue. There was no patient harm.